Event description:
It was reported that the patient presented with critical leg ischemia. A non-abbott stent was deployed in the left popliteal artery resulting in in-stent thrombosis, and was successfully treated via deployment of another non-abbott stent. A non-abbott guide wire was then advanced distal to the left posterior tibial (into the plantar aspect of the foot), followed by intravascular ultrasound (ivus) then angioplasty of the lesion in the occluded left posterior tibial artery was performed using a 2.0x200 non-abbott balloon dilatation catheter (bdc), a 2.0mm x 200mm x 150cm armada 14 bdc via 4 inflations with a maximum inflation pressure of 6 atmospheres (atm), and a 3.0x30 trek bdc via 2 inflations with a maximum inflation pressure of 4 atm. While angiography revealed good flow, a perforation was noted. After multiple balloon inflations failed to seal the perforation, a 3.0x26 jostent graftmaster otw covered stent was then advanced and deployed, however, the jostent graftmaster was unable to seal the perforation. Three coils were then placed in the posterior tibial artery and repeated prolonged balloon inflations were performed, resolving the perforation. Angioplasty of the posterior tibial artery was reportedly unsuccessful, with a post-procedure timi flow of 0. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. Concomitant medical devices: guide wire: astato 20; sheath: 6fr 11cm short sheath; stent: 6x40 bard lifestent (2). The armada 14 and trek dilatation catheters mentioned are being filed under separate manufacturer report numbers. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater that or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.